Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a wearable device and reported experiencing a stinging sensation at the insertion site, which he initially dismissed. Later that evening, the patient rested and wore a tandem insulin pump overnight. The following morning, the patient experienced pain, swelling, redness in the arm, and dizziness. Concerned about a potential complication involving his dialysis fistula, the patient sought evaluation at the emergency room. An unspecified scan of the arm was performed, which confirmed there was no swelling or clotting, and the fistula was unaffected. The patient was prescribed gabapentin for pain management and discharged home. The duration of the ER visit was not documented. At the time of reporting, the patient stated he was still ¿not feeling well.¿ no product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.